Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed the clock monitor test detected a mismatch between the system clock and the watchdog clock. The customer's blood glucose was unknown at the time of incident. The insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify signal too low arm due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.